Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving clonidine bupivacaine demerol (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported a catheter access port (cap) aspiration was being done (B)(6) 2017. The reason they were attempting this is because the patient had needed increases on the medication over time. There have been volume discrepancies where they were getting back more than expected. At the cap aspiration, the doctor thought he had the needle in the correct spot. When they aspirated the fluid it came back "not clear and foamy" and got back less than 1 ml. The cap aspiration was not normal. No further complications were reported.